Event description:
The tip of the coil did not form a loop. During a coil embolization for a-com (anterior communicating artery) 9mm aneurysm, the trufill dcs, (636f00925) was advanced through the microcatheter and the physician tried to detached the coil; however, the tip of the coil did not form a loop (it was straight). Therefore, the physician decided to remove the coil, and another coil, (trufill dcs, 636f00925) was used and successfully detached. There was no information of the vessel characteristics. The product was clinically used without any adverse consequence to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.